Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show one of the distal clevis posts broken off, causing the inner and outer distal idler pulleys to detach.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 2 little metal pieces were found inside the patient. The pieces reported came off a tip-up fenestrated grasper instrument. The procedure had been in progress for about 2.5 hours when the event occurred. The customer was able to retrieve the fragments during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip-up fenestrated grasper instrument was inspected prior to use and appeared normal, with no damage or anything unusual noted. No specific surgical task was linked to the incident when the fragments broke off the instrument. There were no signs of functional problems, collisions, or extraordinary events to suggest a cause for the instrument breakage. All fragments were retrieved using a locking grasper. A visual comparison to a new instrument of the same type confirmed that all fragments were retrieved. The surgeon stated that they perform an x-ray post operatively and no additional fragments were found. The surgery was completed robotically without injury or complications to the patient. Additionally, the patient has not returned with any post-operative complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument to perform failure analysis. The instrument's distal pulley was visibly missing on the distal end. The missing distal pulley was not returned with the instrument. The components surrounding the missing distal pulley did not exhibit damage. Additional observation not related to the customer allegation was that the instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.